Event description:
The pt is a female who underwent left modified mastectomy and right prophylactic mastectomy with immediate placement of tissue expanders and alloderm (in anticipation of breast implants later). The pt developed a right surgical site infection and the right tissue expanders and alloderm were explanted in 2008. Unable to rule out implant as source.